Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of judpf105 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that statlock device detached from the patient's skin even with proper fixation. No other information was provided.